Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and user had an inaccurate reference.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that she feels well and requires no medical attention. The customer's expected blood result is 250-350mg/dl fasting. Verified the strips expire 5/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory. (B)(6). Memory concerns:hi. When obtaining meter memory time and date were not properly set.